Event description:
It was reported that the patient indicated there "doesn't seem to be any electrical energy coming out" of their device. Patient declined diagnostic testing proposed by doctor to see if there is something "mechanically wrong" with the device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.